Event description:
Reported primary chemotherapy finished infusing 4 hours late. Customer uses both pre-filled bags and empty bags depending on what the admixture requires. Pharmacist at customer site noted that there is an overfill on many of the chemotherapy mixtures and found variability in the actual overfill being both over 10% and under 10% depending on volume. No patient hard or medical intervention required. Investigation ongoing and follow up report will be sent when investigation completed.

Manufacturer narrative:
Patient information requested and all available information is included.